Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had driveline damage. The outer jacket was removed from the bottom portion of the controller end of the driveline, the bend relief was starting the split. A clam shell install was scheduled for 11may2022.

Event description:
It was reported that the clamshell repair was completed on 11may2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the distal bend relief requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott technical services representative. The account submitted a log file for review. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. The patient handbook also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas instructions for use (IFU) is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas patient handbook is also available. The heartmate ii lvas patient handbook addresses how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.¿